Manufacturer narrative:
H10: additional narrative: customer reported that respiration on their mu-631ra sn: (B)(6) was not picking up periodic breathing on one neonatal patient. After a sleep study on the patient was determined that 58% of the time sn: (B)(6) was not picking up periodic breathing. Service requested: troubleshooting. Service performed: troubleshooting. The customer reported that settings resolved the issue. Multiple attempts were made to contact the customer for follow up on resolution details, to which the customer remained unresponsive. Investigation result(s): a minimum of three attempts were made to contact customer for details regarding resolution of their mu-631ra respiration issue. The customer was unresponsive. Investigation will continue using available information within the complaint record. Per the customer, the cause of the issue was their device's settings. This can be caused by the user not being properly trained on device functionality and proper configurations. The device service record shows that there have been no further reported incidents nor servicing for "mu-631ra incorrect respiratory rate results." Trending analysis could not find similar tickets at this time, therefore adverse trend is not suspected and there is no indication of a design deficiency. This complaint record can be qa closed as investigational information within the record documents that the issue was resolved through the customer correcting their device's settings an updated DHR form was received by nkc and has been attached to the complaint record. It does not change the outcome of the investigation. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects (see attached).

Event description:
The nurse reported that the bedside monitor (bsm) gave inaccurate respiration readings. The respiration on the bsm was not picking up periodic breathing on one neonatal patient. After a sleep study on the patient, it was determined that 58% of the time the unit was not picking up periodic breathing.

Manufacturer narrative:
The patient was on a nihon kohden provided disposable probe, she could not identify the model. Escalated to clinical support on call, reviewed lead placement and changing of resp lead to r-l from r-f. Nihon kohden technical support advised them to change out the input unit to resolve the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The nurse reported that the bedside monitor (bsm) gave inaccurate respiration readings. The respiration on the bsm was not picking up periodic breathing on one neonatal patient. After a sleep study on the patient, it was determined that 58% of the time the unit was not picking up periodic breathing.